Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e3, h2, h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken objective lens, dents on the outer tube, loose light guide adapter and brown stains under cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image was due to a broken objective lens, with a cause traced to component failure. The investigation findings did not lead to a clear conclusion about the cause of the newly identified malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a dark image, during preparation for an unspecified procedure. There were no reports of patient harm.